Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during a routine post implant review in 2007, it was found that the implant had malfunctioned. The pt received a new battery pack in the same month after his was broken at his nursery school. When the processor was fitted, his mother noted that the pt's responses were more variable than usual. The pt is reported to often fall and/or bang his head. But no specific/severe impact to the implant site has been noted. All external equipment has been tested and found to be functioning normally. Add'l info received on three days later, indicates that the findings which have been examined by med-el's technical department show that the lack of a reliable dip measurement in the expected frequency range gives rise to some suspicion that trauma/impact may have been implicated in the causation of this.